Event description:
It was reported that unspecified tx issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of unspecified tx issue occurred is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 patient was unable to identify device issue therefore a more specific code could not be selected.